Event description:
According to the reporter:balloon burst when un-cuffing the trocar due to removing it after end of surgery. No injury occurred. There was blood loss less than 250cc&#39;s and no transfusion was reported to be required.

Manufacturer narrative:
(B)(4)